Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician. And device was explanted. The patient condition was not provided.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header found no anomaly related to the field concern. Analysis of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing. Electrical and mechanical analysis performed indicated normal functionality. Further battery assessment at various pulse amplitude measured current level within normal range, and no indication of premature depletion was detected. Longevity assessment was performed, and the device was in norma range of operation with appropriate remaining longevity.

Event description:
New information indicates the patient condition was stable before, during, and after the procedure.